Event description:
The pump and 2.8 cm proximal piece of the catheter were returned to the MFR with no info. Interrogation of the pump showed that the pump was used to deliver dilaudid, baclofen, and clonidine. The device registration system indicates that the pt expired. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
A 90 degree pump connector and 2.8 cm of the proximal piece of catheter was returned to the MFR for analysis with no further info provided. Product analysis revealed a pressure leak at the pump connector between the metal pin and white material at 30 pounds per square inch of pressure.